Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that all insulators were breached/cut and that there was noted blood infiltration into the lead mechanism. Evaluation summary: (B) (4) was over-retracted causing damage in the connector. The visual inspection showed that the distal conductor was distorted, there was deformation/fracture of the proximal section of the inner coil, and there were tip seal problems. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the defib conductor was distorted and there was blood noted in the helix mechanism.

Event description:
It was reported during the implant procedure that the (B) (4) lead was removed due to the patient's anatomy, the (B) (4) lead was damaged while removing the sheath and was replaced, and the (B) (4) lead had the helix failed. None of these leads were implanted and there were no reported patient complications related to this event.